Event description:
It was reported that this patient's remote monitoring system displayed a red call doctor icon for high, out of range pacing impedance (>2000 ohms) from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended thorough provocative maneuvers and diagnostic imaging to exclude rv lead impairment. The patient was seen shortly prior to the call with technical services and the device function was normal, with acceptable impedance measurements. The physician elected to continue with remote monitoring until the next follow-up appointment, at which the recommended diagnostic imaging will be performed. At this time, the system remains implanted and in service. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's remote monitoring system displayed a red call doctor icon for high, out of range pacing impedance (>2000 ohms) from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended thorough provocative maneuvers and diagnostic imaging to exclude rv lead impairment. The patient was seen shortly prior to the call with technical services and the device function was normal, with acceptable impedance measurements. The physician elected to continue with remote monitoring until the next follow-up appointment, at which the recommended diagnostic imaging will be performed. At this time, the system remains implanted and in service. The patient was stable with no additional adverse consequences.